Manufacturer narrative:
Date of explant is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient lost weight due to an unrelated health condition and as a result the patient experienced pain and discomfort at the ipg site. In turn, the patient underwent surgical intervention wherein the entire scs system was explanted.